Manufacturer narrative:
No patient information provided after phone call (B)(6) 2019. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the anesthesia control board and follow all of the associated steps in the technical reference manual. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.